Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) called to report left eye irritation, tearing, swelling, redness, soreness and ¿uncomfortable with sensation of sand¿ when the suspect acuvue oasys for astigmatism brand contact lens. Pt reported he/she can¿t see well with the left eye. Pt went to an eye care provider (ecp) and was diagnosed with a corneal ulcer in the left eye. The pt was prescribed vigamox 1 drop every hour for the first day. The second day the vigamox was prescribed every 2 hours in the left eye for 2 days. After the 48 hours, the vigamox was prescribed four times daily for seven days. Pt reported a return visit was scheduled for three days after the medication was completed. Pt reported is was the first time wearing acuvue brand lenses and the pt was not trial fit with an ecp. Pt used ultra-septic solution to clean and disinfect the lenses. The pt reported a two-week replacement schedule with daily wear. On 30jan2018 a call was placed to the pt and additional information was provided: on (B)(6) 2018 the pt experienced discomfort, but continued to wear the suspect lens. Pt reported on removal of the left eye lens, the pt ¿felt like there was sand in the eye¿. The following am the left eye was tearing, red, swollen and a headache. Pt went to an ecp on (B)(6) 2018 and was diagnosed with a corneal ulcer in the left eye. Pt was prescribed vigamox and had a follow-up visit on (B)(6) 2018. Pt reported the left eye was less red, but continues to experience blurry vision. On 31jan2018 a call was placed to the pts treating ecp and additional information was provided: the ecp confirmed a ¿left eye small central corneal ulcer, 1 mm, central infiltrates, infectious appearance, corneal edema 2+, 3+¿. Pt was prescribed vigamox for left eye every 1 hour for 24 hours, then every 2 hours for 48 hours, then 4 times for 7 days. Ecp reported the decrease in acuity is due to the corneal edema; no visual acuity was performed. The pt was recommended to follow-up in a couple of days to evaluate the corneal ulcer and begin the use of steroids. On 02jan2018 a call was placed to the pt and additional information was obtained: pt reported left eye redness had diminished, but continues to ¿feel sand in the eye and vision is still a little blurry. Pt reported the ecp advised the pt that some corneal edema was present and the pt was instructed to continue the vigamox four times daily until seven days were completed; ester (prednisolone acetate) three times daily for 5 days and return for follow-up visit in 5 days. On 07feb2018 a call was placed to the pt and additional information was provided: pt has not returned to the ecp for a follow-up visit. Pt is still using vigamox and ester drops as prescribed. Pt is currently wearing glasses and is still not able to see ¿perfectly¿ with the left eye. On 22feb2018 the pt called and additional information was provided: pt had ecp visit on (B)(6) 2018. Pt reported the ecp advised the left eye is still healing, but reported ¿duplicate vision¿. Ecp prescribed optive lubricating eye drop 1 drop tid. Pt reported the ecp advised the pt ¿not to wear contact lenses anymore¿. Pt has a return visit with the ecp within 3 months. Pt reported he/she will provide the ecp note via email not to return to contact lens wear. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00k7m0 was produced under normal conditions. No additional medical information has been received. The suspect lens was requested for return, but has not yet been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Additional information was received from the patient (pt) on 23feb2018 which included the following: a receipt of the purchase of acuvue oasys for astigmatism on (B)(6) 2018. A note from the eye care professional (ecp) dated (B)(6) 2018, which stated that the pt is contra-indicated in the use of acuvue contact lenses. A referral request dated 16feb2018, which stated "pt referred by dr. (B)(6) for evaluation, reports infectious ulcer. Clinical data: patient with infectious corneal ulcer, used moxifloxacin drops and she was oriented to return to ophthalmic examination in reference to reducing acuity in the left eye (os). Diagnosis: cornea ulcer." The pt¿s prescription (rx) from the ecp dated (B)(6) 2018, for vigamox 1 gtt os every 1 hr for 24 hrs, then every 2 hrs for 48 hrs, then 4 times daily for 7 days. The pt¿s rx from the ecp dated (B)(6) 2018, for vigamoxa 1gtt os 4 times daily, ster 1gtt os 3 times daily until evaluation in 5 days. A referral slip dated (B)(6) 2018, which stated "patient (B)(6) should have ambulatory evaluation in 4 days due os infectious ulcer." The pt¿s rx from the ecp dated (B)(6) 2018, for optive, 1gtt ou 3 times daily. No additional information was received. The suspect product has been received, but the evaluation is not yet completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 02mar2018 during a file review it was noted that there was a date error on the initial MDR in describe event or problem. Continued on page 3 ¿ ¿on 02jan2018 a call was placed to the pt and additional information was obtained:¿ should be ¿02feb2018¿.

Manufacturer narrative:
Two lenses were received in a lens case and three empty open blisters. The parameters of the two lenses were measured and a visual inspection was performed. On lens # 1, an edge chip was observed but no other visual attributes were observed. The lens met company standards for base curve and center thickness, but tested out of specification for diameter. On lens # 2, no visual attributes were observed. The lens met company standards for base curve, center thickness, and diameter, but tested out of specification for cylinder power and axis. The lot numbers were unknown. Scribe marks were observed on the lenses received and the lenses were identified to belong to the senofilcon-a group, consistent with this brand. This product was returned opened and it is not known what external influences may have contributed to the out of specification measurements. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).